Manufacturer narrative:
The sureform 30 stapler instrument and white reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 30 curved-tip stapler instrument was installed on the system 3 times and fired 3 white reloads. On all installs, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a sureform 30 curved-tip stapler instrument fired a white reload accessory and created an incomplete staple line. The patient was noted to have two renal arteries on the operative kidney and after stapling one artery, minimal bleeding was observed at the staple line. The surgeon could not quantify the blood loss but reported it was quickly controlled by applying pressure and reinforcing the staple line with sutures. The surgeon did not notice any malformed/unformed staples, holes or gaps, nor error messages. The procedure was completed as planned. On post operative day 1, the patient experienced a drop in hemoglobin and was found to have a retroperitoneal hematoma. A computed tomography angiography (cta) scan was performed; however, it did not reveal an obvious extravasation. The surgeon speculates the patient bled from the hilum based on the hematoma location. The patient received a couple of units of blood and later stabilized. The patient has been discharged and recovering well at home.